Event description:
The customer reported a crack in the product where the product was taped to the patient. The process step was during use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. The lot number is not known, therefore a batch review cannot be performed. (B)(4).